Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: dvt (deep vein thrombosis), limited activity, stress, anxiety, scarring, shortness of breath, lifetime of medications, and inability to retrieve the device. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported limited activity, stress, anxiety, scarring, shortness of breath, and lifetime medications are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Catalog and lot# are unknown, but the tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is alleging device is unable to be retrieved, lifetime anticoagulation medications, additional clotting. Patient further alleges failed retrieval, filter cannot be retrieved, thrombosis in filter, decrease physical ability, stress and anxiety, scarring on neck from multiple attempts at removal resulting in additional clotting requiring hospitalization. Required induced labor so removal could be attempted in a timely manner, pain, shortness of breath with increased activity, permanent clot, calcified clot. Per retrieval report, (B)(6) 2013: unsuccessful retrieval attempt due to clot. Per CT, (B)(6) 2013: patient has ivc filter thrombus present distally. There is thrombus visualized within the left common iliac vein. Partially occlusive thrombus in the left common femoral vein and femoral vein. No evidence of deep venous thrombosis in the right lower extremity. Per CT, (B)(6) 2017: there is an occlusive thrombus in the right common femoral vein, right greater saphenous vein, proximal right femoral vein and partial thrombus in the mid right femoral vein. There is partially occlusive thrombus in the right iliac vein. There is partial thrombus in the left common femoral vein.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: (B)(6). Registration no.: (B)(4). . Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received clarified that per the (B)(6) 2013, retrieval note (aborted removal): "procedure: inferior vena cava filter removal. Status: aborted, reason: blood clot in vessel."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook ivc filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿ivc occlusion, unable to retrieve, pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges: "aborted attempt (retrieval) due to progressive dvt in filter", "painful dvt occluding filter, prevented retrieval". Patient outcome: it is alleged that [pt] suffered permanent anticoagulation. Hospital and medical records have been requested but not yet provided.

Event description:
Additional information was received as follows: patient is additionally alleging filter migration and open reconstructive surgery of the ivc/iliocaval. Per a retrieval report (attempted): "impression: unsuccessful attempt to retrieve ivc filter. A repeat attempt utilizing a combination of femoral access and balloon catheter utilization to facilitate disengagement of the filter struts in combination with snaring from jugular approach". Per a report from venogram: "indication: bilateral lower extremity pain and posttraumatic syndrome. History of ivc filter placement with two unsuccessful attempted removals and now with CT venogram demonstrating complete infrarenal ivc occlusion and pelvic vein occlusion with innumerable collateral". "Impression: technically successful venograms of the inferior vena cava and the bilateral iliac vessels. The inferior vena cava is occluded just proximally to the inferior vena cava. There are prominent bilateral ovarian veins which drain the bilateral legs has better seen on recent CT venogram. There is a noted but discontinuous left common iliac vein draining into the proximal inferior vena cava via the left iliac vessels. After discussion with the patient, the plan is for attempt at iliac and inferior vena cava reconstruction for treatment of bilateral pelvic vein and ivc chronic venous occlusion". Per a report from venogram: "lidocaine 1% was used as local anesthetic and venous access was obtained in the right internal jugular with an 8 fr sheath and in the bilateral greater saphenous veins with 55 cm 6 fr sheaths". "A 20 mm x 6 cm venovo stent was placed in the upper ivc alongside the ivc filter and post dilated with a 20 mm x 4 cm atlas balloon. Given the lack of access from the right groin no further stenting was performed at this time. Repeat venogram from the left side sheath demonstrated greatly improved flow through the iliac veins and ivc. Patient tolerated the procedure well with no immediate complications. Impression: 1. Successful reconstruction of the ivc and left iliac vessels with greatly improved flow. 2. Unsuccessful reconstruction of the right sided iliac vessels. The patient will return on [date redacted] to reattempt the venous occlusion crossing and reconstruction".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: migration, open reconstructive surgery of the ivc/iliocaval. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported open reconstructive surgery of the inferior vena cava (ivc)/iliocaval is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.